Event description:
The reporter indicated the surgeon attempted to insert a 1.0 diopter aq5010v silicone three piece lens and the injector tore the haptic. There was no pt contact. Additional info was requested, but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) (injector tore the haptic), (B)(4): the product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found one haptic torn off and missing. There was evidence of clear surgical residue. Eval codes: conclusion - based on the complaint history and the eval of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).